Event description:
It was reported that post coronary drug eluting stenting treatment procedure, thrombosis occurred. A taxus express2 of unk size was implanted in the left anterior descending artery (lad). Two years later, the pt presented with stent thrombosis. The thrombosis was treated successfully with no add'l pt complications reported. Add'l info was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.